Event description:
It was reported that the device tip broke off inside of the patient during a shoulder scope procedure. The tip was retrieved with graspers and no x-rays were necessary. The case was completed without any further issues. No patient injury or consequence was reported.

Manufacturer narrative:
The device history report was reviewed; a quantity of 5 of this model were reprocessed under this lot number and no discrepancies were noted.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report . A supplemental report will be sent after the device evaluation if the device is received.